Event description:
Patient reported left side capsular contracture, baker grade unknown, pericapsular edema, intracapsular heterogeneous tissue, silicone-induced granuloma, moderate/severe left intracapsular collection, granulation tissue, and pericapsular lymph nodes diagnosed by MRI. Device remains implanted.

Manufacturer narrative:
Health effect - clinical code: e2317 granuloma. A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, seroma-late, lymphadenopathy and granuloma.

Event description:
Patient reported left side capsular contracture, baker grade unknown, pericapsular edema, intracapsular heterogeneous tissue, silicone-induced granuloma, moderate/severe left intracapsular collection, granulation tissue, and pericapsular lymph nodes diagnosed by MRI. Healthcare professional later confirmed capsular contracture, baker grade IV, ¿mammary pain and increase of local volume.¿ device has been explanted and replaced.

Manufacturer narrative:
Visual analysis of the photographs identified: capsular contracture: unable to observe since it is not related to the device. Edema: unable to observe since it is not related to the device. Granuloma: unable to observe since it is not related to the device. Seroma-late: unable to observe since it is not related to the device. Lymphadenopathy: unable to observe since it is not related to the device. Additional observations: red particles observed on the surface of the shell. No further actions are required as no manufacturing issues are observed.

Event description:
Device has been explanted and replaced.

Event description:
Healthcare professional reported left side capsular contracture, baker IV, ¿mammary pain and increase of local volume.¿

Manufacturer narrative:
Reason for reoperation: capsular contracture, baker grade IV.